Manufacturer narrative:
(B)(4).

Event description:
The pt developed an infection when the deep brain stimulator was implanted. The hcp was refusing to hospitalize the pt. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.